Event description:
An anonymous physician reported that after an intraocular lens was implanted, it was noted to have glistenings. The physician was unwilling to provide further information.

Manufacturer narrative:
A sample device was not returned for investigation. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The reporter did not provide any contact information; therefore, follow up was not able to be conducted. Initial reporter: zip code is not indicated at this time. (B)(4).